Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted and a follow up report will be submitted after all investigation activities are complete. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from the FDA (mw5084176) which reported the following information: a customer reported that the adc freestyle libre sensors he has been using for approximately one year have ¿had an extremely high failure rate¿. He further reported that approximately ¿15% of the time the product (sensor) fails immediately¿. He noted that with the sensor not working he had to use ¿a back-up test¿. Additionally, he noted there was no phone number or contact information easily available to customers. There was no report of any self or third-party medical intervention. There was no report of death or permanent injury associated with this event.